Event description:
Boston scientific received information that this device displayed high out of range shocking impedances. The physician did not believe the the measured shocking impedances were alarming thus no action was taken. No adverse patient effects were reported. The device and right ventricular lead remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.